Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-01021 evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, after the smart coil was properly re-sheathed, the smart coil was unable to advance through the introducer sheath due to the offset coil winds on the embolization coil and functional testing could not be continued. Further evaluation revealed kinks and ovalization in the pusher assembly, and the embolization coil had additional offset coil winds. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted one smart coil in the target location. When advancing the next smart coil, the physician encountered resistance after a few centimeters into the hub of the microcatheter. It was reported the introducer sheath had been properly aligned inside the hub of the microcatheter. Subsequently, the smart coil was removed. The procedure was completed using seven new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.